Manufacturer narrative:
(B)(4).

Event description:
The customer stated that after performing daily maintenance on the instrument and running patient samples, a physician called to complain that sodium results were too low. The customer performed additional maintenance on the instrument, re-calibrated and ran quality controls (qc). The customer repeated over 50 patient samples. The customer estimated that the results for approximately 10 patient samples had to be corrected. The customer provided data for 4 patient samples. Of the data provided, erroneous ise indirect na, k or cl gen.2 ise indirect na+, k+ or cl for gen.2 were identified in the 4 patient samples. The erroneous results were reported outside of the laboratory. (B)(6). No adverse event occurred. The na, k and cl electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site. The fse identified a dirty sipper and mix vessel. The sippers and bowls were cleaned and replaced. Calibration and qc were completed successfully. The issues identified by the fse indicate the patient sample quality was poor. The erroneous low results were most likely caused by mis-sampling of the patient samples. This can be caused by an insufficient aspirated sample volume because part of the sample volume is replaced by non-reactive material. This can occur when either the needle lubricant from the blood collection device or fibrin in the sample is aspirated with the sample. This leads to low results. Questionable results can also occur when the sample quality is good but a clot remained from a previous poor quality sample. This type of clot cannot be completely removed by cleaning, therefore replacement of fluidic parts are necessary to show a clear improvement. The investigation determined that the customer&#62688;pre-analytical process was the root cause of the issue.